Event description:
Procedure type: hernia. Reportedly, during the surgery the balloon disengaged from the instrument. It was retrieved immediately with no damage to the patient. The procedure was completed with another device. No patient injury was reported.